Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the up button did not work on the customer's insulin pump. Customer reported frequent battery changes and that the insulin pump would reject new batteries. The customer also reported the insulin pump was slow to rewind. The customer also reported unexplained no delivery alerts on the insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.